Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the customer continued to use the existing supplies. There was no adverse impact to the customer's blood glucose level.